Event description:
Tubing "burst" when in use with a power injector. A medrad power injector was set at 200psi to deliver 120ml of isovue 300 contrast at a rate of 2ml/second. Approximately 5ml had infused when the tubing "burst" occurred. The intravenous site was changed, the tubing replaced, and the procedure was completed. There were no reported adverse patient effects. Though requested, there was no further information available.